Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the doctor tried to fire the stapler but it is jamming and not firing during use on the patient.

Event description:
It was reported that the doctor tried to fire the stapler but it is jamming and not firing during use on the patient.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35r 6/box lot# 73a2200161 investigation did not show issues related to the complaint. Teleflex will continue to monitor and trend related events.